Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with balloon catheter 2af284 with lot number 35093. The files confirmed multiple system notices (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ and (B)(4) ¿the safety system has detected blood in the cath handle, stopped the injection, and disabled the vacuum.¿ the visible blood could not be confirmed through data analysis. Analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the 'inflate' button was pressed, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Blood was observed on the connector of the balloon catheter and the coaxial umbilical cable. The balloon catheter was removed, and the case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: concomitant medical products. Product event summary: the balloon catheter 2af284 with lot number 35093 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 injections. System notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered when the catheter was connected to the console. Pressure test revealed a leak through the guide wire lumen. The dissection test showed guide wire lumen breach and kink at 1.38 inches from the tip. Dissection of the balloon catheter handle showed traces of blood. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink, and guide wire lumen breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.